Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized five days prior to death for gallbladder issues. The patient was not performing pd therapy at the time of death. The cause of death was sepsis, gangrene, and cardiac arrest. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Baxter global pharmacovigilance (gpv) contacted corporate product surveillance via email on (B)(4) 2013 to relay report received on (B)(6) 2013 from a renal home patient's (hp) registered nurse that the hp had passed on (B)(6) 2013. The home patient was hospitalized on (B)(6) 2013 for "gall bladder problems". The caregiver had called global technical services on (B)(6) 2013 demanding a swap for an unknown issue ((B)(4)). Neither cyclers have been returned to baxter for evaluation. It is unknown if the hp used the new cycler that was sent to them. There was no other patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no failures or malfunctions that could have caused or contributed to the reported death. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. The evaluation of the device was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.